Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter (true test meter). The complaint was classified based on customer service representative (csr) documentation. The patient stated that she first became aware of the meter issue, one and a half weeks prior to contacting lfs, alleging that she obtained inaccurately high blood glucose results of ¿160 mg/dl¿ on the subject meter compared to ¿110 mg/dl¿ on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with insulin (self-adjuster), and that she made no changes to her normal diabetes management in response to the alleged issue. The patient stated that she developed symptoms of ¿shaking¿, there is no time given for when the symptoms began, but the treatment of ¿eat a banana¿ was documented on the same day as the meter issue occurred. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and an approved sample site to obtain the blood samples. Csr noted the patient could not confirm their testing steps. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms may have occurred prior to them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.